Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device evaluation is documented in the initial MDR 8010047-2020-09561. The reported issue was found to be caused by a failure of the power supply board. Based on the results of the legal manufacturer's investigation, since it has been over five years since the subject device's manufacture, the power supply board failure was likely due to aging.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be powered up and the image of the subject device was not displayed during the unspecified diagnostic procedure. The user changed to another device and completed the procedure. At the incoming inspection for the repair, olympus china checked the subject device and the subject device could not be powered up. There was no report of patient injury associated with this event.